Manufacturer narrative:
The reported issue could not be confirmed; however, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. It was also reported that the customer experienced a low blood glucose (bg) level between 60-73 (mg/dl); however customer attributed low bg to not consuming enough carbohydrates. Orange juice and carbohydrates were consumed to address low bg level. During troubleshooting with tandem technical support, customer was able to load new cartridge onto the pump successfully.